Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator unit. Revision surgery is planned but this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: the device was not explanted, as previously reported. On (B)(6) 2015, revision surgery was performed to re-position the device. The implanted device remains insitu. This report is filed april 4, 2016. Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, january 7th, 2016.